Event description:
It was reported to philips that the system would not turn on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in use and the customer was performing a vascular non-emergency treatment, which was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not turn on. Upon functional testing, the fse found that there was no 24 volts output on the power supply fan tray. The fse confirmed that the power supply fan tray was defective and needed a replacement. To resolve the issue, the fse replaced the power supply fan tray. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.